Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated and none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-38 years of age and between 0 and 132 pounds. Of the reported patients, 1 was male, 1 was female, and 0 were unknown.